Event description:
During puncture of a pediatric patient, catheter was inserted without incident. Upon blood reflux, the catheter was inserted feeling a blockage, when removing the catheter teflon was found in poor condition. No additional information provided.